Event description:
Pt was in v - tach, external defib pads were placed on anterior and posterior per instruction - one step complete zoll pads. Monitor was set on defib and charged, charge button pushed but no charge was delivered. Other crash cart was used to treat pt. Date of use: (B)(6) 2010. Diagnosis or reason for use: mi. Chf, cardiac arrest.